Event description:
It was reported that following a stenting treatment procedure, thrombosis and a death occurred. The procedure placed a 2.25x20mm ion stent in an unspecified location. Five days later the patient returned with stent thrombosis. Treatment placed another unspecified stent. The patient expired at an unspecified time later. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).